Manufacturer narrative:
Ump was received with blank display due to moisture damage on electronic assembly. Unit was received with missing serial number label, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had crack at back of insulin pump on battery side. The customer¿s blood glucose was 249 mg/dl at the time of incident. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.